Event description:
It was reported that this device exhibited a spike in pacing impedance. Technical services (ts) was consulted and explained there was intermittent loss of capture (loc) on the right ventricular (rv) as well as undersensing measurements. The sensitivity was adjusted. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.